Event description:
Reporter indicated that a vns patient had lost weight in the last 18 months due to unknown reasons. The patient was implanted with the vns in 2006; the exact date is unknown. The weight loss is excessive per the reporter. A diet specialist has been seeing the patient. Further attempts for more information are in progress.